Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot# va08qwy, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3487a-45, lot# v949340, implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot# va08qwy, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3487a-45, lot# v915090, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device pocket site was infected. The patient¿s doctor planned to ¿rinse out¿ the pocket site and wanted to soak the device in antibiotic fluid. Guidelines were reviewed and implant manual sent to the doctor. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a staph infection and their ins was replaced on 2013-(B)(6).

Event description:
Additional information was received reported the patient's implantable (ins) pocket was "cleaned out effectively". A new ins was implanted. After procedure, the ins was programmed and the therapy was resumed adequately.